Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the reported event and was in fill 1. The technical service representative (tsr) instructed the hp to end the therapy and advised them to start over with new supplies. During the troubleshooting, it was determined that the hp had an open clamp on an unused supply line. The tsr explained the proper procedures to the hp regarding closing the clamps on any unused lines, prior to priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.